Event description:
Ous MDR - after an implant duration of about 34 months, it was reported that a pt received 6 shocks on friday, (B)(6) 2012. After being transported to hosp, the ICD could not be interrogated. The device was explanted.

Manufacturer narrative:
Ous MDR.